Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. In this case, the surgeon reported that the cause of the pvl was likely due to the valve being caught on some calcium that kept it from fully seating. There was no allegation of device malfunction. Patient and procedural factors were the likely causes. Due diligence attempts have been made to obtain the status of the explanted device for return. At this time, no response has been received. Therefore, the device evaluation was not able to be completed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified via the implant patient registry that a 21mm pericardial aortic valve implanted seven (7) days was explanted due to perivalvular aortic valve insufficiency. Upon inspection of the valve it was found that the valve appeared well seated. All the sutures were tied down and appeared intact. There was some calcium in the area of where the leak was. Surgeon reported that the underlying bridge of the 21mm valve likely got caught on the calcium and kept it from fully seating. A second 21mm pericardial aortic valve was implanted in replacement. The patient was noted to be in stable condition. The valve was initially implanted into a native bicuspid valve annulus. The patient also underwent CABG x2 at the same time.